Manufacturer narrative:
On (B)(6) 2025, the patient (pt) provided additional information. The pt visited the ophthalmologist today and was given permission to wear 1-day cls and decided to try wearing lenses for a short period of time. The pt had already inserted the lenses at the time of the call, but ¿there was a problem with the eye and was planning to remove it soon.¿ the pt is scheduled for a follow-up eye exam in 1 month with the ophthalmologist, but pt ¿thinks there are no problems with the eye now.¿ on (B)(6).2025, a call was placed to the pt¿s treating eye clinic. A representative advised the pt had a return visit on (B)(4) 2025. No treatment was provided. The pt was prescribed a 1-day type cl for a month with instruction to wear for a shorter period of time. The condition will be checked again after 1 month. No additional medical information was provided. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Event description:
On (B)(6) 2025, a patient (pt) in (B)(6) called to report a diagnosis of bacterial corneal ulcer in the left eye (os) while wearing an acuvue® oasys® brand contact lens (cl). The pt visited an eye care professional (ecp) on (B)(6) 2025 who instructed the pt to discontinue cls wear until symptom subsides. The pt returned to the ecp on (B)(6) 2025 for a follow-up (fu) visit and provided treatment of an unknown IV infusion. The pt was instructed to return on (B)(6) 2025. The pt returned to the ecp on (B)(6) 2025 for fu visit and was provided an unknown IV infusion treatment. The pt was instructed to return to the eye clinic on (B)(6) 2025. The pt advised that it is ¿highly likely that the cl is the cause, but it is not the only cause.¿. The pt was informed by the ecp that the there is a ¿possibility of recurrence, so surgery may be performed after monitoring the progress and that if the pt would like to use cl, it is better to use 1-day type.¿. The pt advised that ¿although pt may think pt cleanses the lens properly, bacteria may have remained, or the lens was not cleansed enough.¿. The pt reported ¿for 3 days starting from (B)(6) 2025, pt visited the eye clinic to receive IV infusion.¿. The pt reported the symptoms are ¿alleviated, but the bacteria still remains.¿. The pt has a fu appointment (B)(6) 2025. On 21aug2025, a call was placed to the pt¿s treating eye clinic and a representative provided additional information. The pt was diagnosed with corneal ulcer bacterial, os on (B)(6) 2025. The pt was instructed to discontinue cls wear and fu on (B)(6) 2025. Additional medical information was requested. On 25aug2025, a call was placed to the pt¿s treating ecp and a representative provided additional information. The location of the corneal ulcer is located ¿near the center, at 2 o¿clock on the upper right, but it ¿seems to be outside the pupil.¿ size: 1-2mm. Treatment: ¿drip infusion of cefepime dihydrochloride, cravit ophthalmic solution (5 to 6 times/hour), bestron ophthalmic solution (5 to 6 times/hour).¿. Causal relationship with cl: ¿cannot be denied (as it is possible that the bacterial was introduced due to cl).¿. Seriousness: serious, although ¿there is no loss of vision or hospitalization.¿. Outcome: resolving. The medical chart reveals the ¿condition was improving.¿. But more information may be in the medical chart in the pt¿s other treating eye clinic location. On 26aug2025, a call was placed to the pt¿s other treating eye clinic location and a representative provided additional information. The pt was seen on 1st visit on (B)(6) 2025, then instructed to return for 2nd visit on (B)(6) 2025. The pt also had fu visits on (B)(6) 2025 with a return appointment requested on (B)(6) 2025. Treatment: on (B)(6) 2025, the pt was prescribed tarivit ophthalmic ointment. On (B)(6) 2024, the pt was prescribed cravit fine granules 500mg. On (B)(6) 2025, the pt was prescribed moxifloxacin eye drops, betron eye drops, and tobracin eye drops. The causative bacteria is not recorded. Outcome: resolving. The eye clinic will be contacted again on 03sep2025 for additional medical information. On 29aug2025, the pt provided additional information. The pt advised that recovery is slower than expected and continues eye clinic visits. On (B)(6) 2025, the pt underwent a corneal scraping. The pt returned to the clinic today and ¿did not have to undergo scraping.¿ the pt has no idea what kind of bacteria it is, although the pt was initially ¿told that it might be staphylococcus.¿ pt was advised by the ophthalmologist to continue treatment with eye drops. The pt visited the eye clinic in 2 different locations, and was advised that if ¿things continue like this, pt will recover around the middle of september at the earliest.¿. The pt visited the eye clinic on (B)(6) 2025 as there is a doctor there specializing in cornea. On 03sep2025, additional information was received from the eye clinic. Consult date: on (B)(6) 2025; treatment: cravit tablet 500 mg, 1 time daily after supper, for 3 days and fluorometholone ophthalmic suspension 3 times daily (tid). Instruction of revisit: pt to return on (B)(6) 2025. ¿scraping of a small amount of the surface of cornea was performed for culture. The medical record reflects, bacteria examination report: results of culture identification examination were negative. On 03sep2025, a call was placed to the pt¿s treating eye clinic. A representative advised at the consult date (B)(6) 2025, the pt was prescribed bestron 6 times daily. The pt was instructed to return on (B)(6) 2025. Consult date: on (B)(6) 2025, the pt was instructed to return between the (B)(6) and (B)(6) of (B)(6) 2025. On 05sep2025, the pt provided additional information. On (B)(6) 2025, the pt visited the eye clinic and advised daily visits were no longer required. The pt can return on the weekend to have the eye checked. The pt is scheduled to return on (B)(6) 2025. The pt still reports irritation when applying the eye drops. On 09sep2025, a call was placed to the pt¿s eye clinic and a representative provided additional information. Consultation date: on (B)(6) 2025. Treatment: betron eye drops (reduced the frequency from 6 times a day to tid), tobracin eye drops (reduced the frequency from 6 times a day to tid), vegamox (reduced the frequency from 6 times a day to tid), fluorometholone tid. The pt was instructed to return in 1 week. Additional information: ¿if the symptoms have improved when pt visits in a week, all the eye drops will be terminated.¿. On 12sep2025 the pt provided additional information. The pt visited the eye clinic ¿last saturday¿ and the ecp advised the pt that the symptoms had significantly improved. The pt is scheduled to visit the eye clinic again tomorrow and advised that if the eye has improved, the pt will be instructed to stop using the eye drops for 1 week to see if ¿bacteria develop.¿ the pt will visit the eye clinic next week, ¿probably saturday and thinks if there is no problem at that time, pt can resume using 1-day type cl.¿ additional information pending the pt¿s fu visit with the eye clinic. On 17sep2025, a call was placed to the pt¿s eye clinic and a representative provided additional information. Consultation date: on (B)(6) 2025. Outcome: almost fully recovered. While staining and inflammation remain, all eye drops have been discontinued, and the outcome will be monitored. Instruction of discontinuation of lens wear: yes. Instruction of revisit: yes (one week later). Other information from the medical institution: the patient is being seen by two doctors. No additional medical information has been provided. Additional medical information is pending the pt¿s fu eye appointment. The event date will be reported as 01aug2025 as the exact date of event is unknown. The os suspect lot number is unknown. The os suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.